Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to a thoracic aortic aneurysm (taa) repair procedure, pre-close placement of the sutures was attempted in the right common femoral artery through a 6-french access site using a perclose proglide device. Reportedly, when the needle plunger was removed, no suture was present. It was believed that an anterior needle-to-cuff miss occurred. The sutures from two additional proglide devices were deployed and set to the side. The access site was upsized to 20-french. After the taa repair procedure the pre-placed sutures were used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device, but not known if established in the pre-close technique. No additional information was provided.